Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7169976 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with a spinal cord stimulation (scs) system required a replacement procedure due to insufficient pain relief. The leads could not be returned. No further adverse patient effects have been reported.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with a spinal cord stimulation (scs) system required a replacement procedure due to insufficient pain relief. The leads could not be returned. No further adverse patient effects have been reported. Additional information indicated that the patient had good coverage.